Event description:
Defective keypad.

Event description:
Defective keypad. Device history record review was performed, no events linked with the reported issues found. The complaint cannot be confirmed, the device or keyboard was not available for investigation. Without, we cannot investigate and determine the root cause of this issue.